Event description:
On 10/20/06 the lay user/patient contacted lifescan alleging that his one touch ultrasoft lancing device would not penetrate. The senior medical affairs specialist spoke with the pt on 10/26/06 to obtain/verifyy info. The pt claimed that he was unable to test, due to the lancing device issue for months. He confessed that he procrastinated with seeking help. Throughout the time he was unable to test, he described feeling 'groggy, fatigue, shaky, and agitated.' On an unknown date he visited his physician's office due to his symptoms and was advised to have a lab test scheduled. His physician contacted him and advised him that he had been running high blood glucose and needed to increase his glucophage medication from 1 to 1 1/2 tablets twice daily. Although he had been unable to test for months, he had been maintaining his prescribed dose of oral medication. The customer care advocate (cca) verified that the pt was using the correct technique to collect the samples and using he product according to instructions. The pt was unwilling/unable to specifiy whether he was using the appropriate depth setting and the type of cap being used. This complaint is being reported due to the following conclusion: the pt claims the lancing device would not penetrate the skin and he was unable to test for months, developed symptoms, obtained lab blood glucose results that were 'high', and the pt's oral medication was subsequently increased.